Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the patient¿s lead exhibited low sensing and high threshold capture. Fluoroscopy revealed dislodgement of the lead. Subsequently, the lead was explanted and replaced. Post procedure, no patient¿s symptoms reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.